Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor power on the compact air drive device was too low. It was determined that the device was in bad condition, housing was damaged, attachment coupling and reverse locking mechanism were defective and the softmode switch was sluggish. It was further determined that the device failed pretest for general condition, marking and labeling, attachment coupling, reverse locking mechanism, function of soft mode switch, untrue running, excessive noise, power with test bench and starting behavior. It was noted on the service order that the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.